Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was turning on but cannot see anything and also had motor error alarms. Customer's blood glucose level was unknown. Customer also reported that the buttons were stuck on insulin pump and screen was broken. The device will not be returned for analysis.